Event description:
The report from clinical study (B)(6) for patient with ID # (B)(6) indicated that during the one year after the patient was treated with an enterprise vrd ((B)(4)), codman coils (orbit) and non-codman coils of an aneurysm of the left parasellar, follow-up angiogram revealed an unspecified gdc coil protruded into the parent artery through the stent. No action was taken. The event outcome as of the date of the finding was indicated ongoing/unchanged. During follow-up angiography, the stent was at the same location as the index procedure. During the index procedure, the enterprise was deployed covering the aneurysm neck, and the enterprise was placed 5mm on either side of the aneurysm neck. During follow-up angiography, the stent was at the same location as the index procedure. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated, and the possible cause was the shape of aneurysm. The patient's medical history was not provided. The unruptured saccular aneurysm neck was 8.4mm, and the neck to sac ratio was 8.4mm:8.5mm. The parent vessel size diameter proximal was 4.8mm and distally was unknown. The mrs before the index procedure was 0 and two days after the procedure was 0. The act was not performed pre and post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. The mrs on day of the follow-up was 0. Antiplatelet therapy included aspirin 100mg/day, cilostazol 200mg/day, clopidogrel sulfate 75mg/day, heparin 5,000u the day of the procedure, heparin10,000u the day after the procedure, and heparin 8,000iu two days after the procedure.

Manufacturer narrative:
Concomitant products: prior to implanting the vrd, guider st xf/stryker and prowler select plus microcatheter (606-s255x/lot unknown) were utilized. Other devices utilized during the procedure were, echelon-10, chikai/asahi intecc, quick flex g2/kaneka, radifocus gt gw/terumo ten gdc coils/stryker, cashmere14 7x17(lot unknown), tulfill dcs orbit 5x10(lot unknown), orbit galaxy 3x4(lot unknown). No further information is available and procedural images are not available. Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427234. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. It should be noted that the reported lot has a use by date of 2011-08, as indicated in the device history records. Coil protrusion into vessel is a known potential adverse event associated with the use of the coil and enterprise vrd as outlined in the corresponding instructions for use. Based on the limited available procedural information pertaining to the reported coil protrusion into the parent vessel and without procedural images, no conclusion can be made regarding possible contributing procedural factors or relationship to the device, or to which devices. With review of the provided information, there is no indication of any device malfunctions or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.